Event description:
Technician alleged that the mattress ticking is worn and has fluid ingress. No pt impact.

Manufacturer narrative:
The technician replaced the mattress ticking to resolve the issue.